Event description:
During the svt procedure, it was noted that the vertical screen prompted that the 1920 * 1200 resolution could not be supported which caused delays to treatment. After restarting the host computer, both displays would not display normally. After plugging and unplugging the graphics card, memory module and hard disk, the issue still did not resolve. After replacing the standby host computer and monitor, the issue was resolved and the operation proceeded normally. The procedure was completed without patient consequences. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the DHR was not possible as the lot (or serial) number is unknown. Based on the information received, the cause of the reported incident could not be determined.